Event description:
It was reported that an ilet user called to report a high blood glucose of 231 mg/dl, with remote review indicating the glucose subsequently leveled off and was trending down; troubleshooting and education were provided with guidance to monitor and call back as needed. Symptoms included hyperglycemia without associated complaints, as the user reported feeling fine. Outcomes included no injury, no alarms, and no need for medical intervention or hospitalization. Investigation included review of device-reported glucose data and on-call troubleshooting. Investigation of this case revealed no device malfunction or alarm activity and no evidence of component failure, with the event characterized as transient hyperglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.